Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a unresponsive keypad, the 1, 2, 3 keys failed key pad test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, ' keypad not responding (1, 2, 3 failed key pad test) was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be 1, 2, and 3 buttons does not work due to input/output printed circuit board (I/o pcb) failure. I/o pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.